Event description:
Additional information received indicated the event occurred with the patient's left side implantable neurostimulator, which was reported in manufacturer report number 3004209178-2009-08015. Any additional information regarding this event will be reported under that manufacturer report number.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 82 mg/dl at the time of the report. The customer stated that an issue with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.